Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the tube cleaning brush could not be inserted due to damage on the channel tube, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope working channel was not continuous. The device was returned for evaluation. During the device evaluation, foreign objects came out of the distal end due to the clogging of the channel mount. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhered to the distal end could not be identified. It is likely the foreign material could not be removed because the reprocessing was not conducted properly, and the cleaning brush could not be inserted due to breakage of the biopsy channel. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use. IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.